Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the pump tubing. The pump and sampler were aligned and pump rate verified. During troubleshooting the fse discovered that the centrifuge type was stat-spin. The cause of the discordant, falsely elevated sodium and chloride results is a malfunction with the pump tubing. The usage of a stat-spin centrifuge against tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium and chloride results were obtained for one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were rerun and resulted higher and rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.